Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software and sensor was found to be in state 5 (indicating normal termination). Observed no failure modes upon visual inspection of the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture and all results were within specification. Additional testing has been performed for this issue and poise voltage testing and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. All results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer reported receiving unspecified low readings obtained on the adc sensor scan and experienced nervousness and shaking but self-treated with methorphan and presented at the hospital. Upon arrival at the hospital, an hcp meter reading of 420 mg/dl was obtained and the customer was received hcp administration of an IV and an insulin injection for treatment of a hyperglycemia diagnosis. No further treatment was indicated. There was no report of death or permanent injury associated with this event.